Event description:
Stryker reference # (B)(4). It was reported that a foot section allegedly fell off the surgical table during a surgical procedure which allegedly caused the pt to fall off the table. The pt was reportedly positioned with a wilson frame on the surgical table for a surgical procedure on the pt's back. There was no reported adverse consequence or serious injury to the pt reported as a result of this event.

Manufacturer narrative:
Eval summary: a stryker field service technician visited the user facility to evaluate the surgical table involved in the alleged incident. The service technician observed that the locking mechanism of the foot section was not engaging properly. The foot section was returned to the MFR for further eval where corrosion was observed on one side of the locking mechanism assembly. This corrosion contributed to the latch sticking and made it difficult to install the section, although it was still possible to attach and lock in place. It is likely that the foot section was not properly attached due to the locking mechanism sticking from the observed corrosion. The corrosion was likely a result of a build up of fluids over time as a glossy substance (possibly a dried fluid) was found to be directly above the lever/spring assembly's attachment location. While there was a reported pt fall as a result of this event, there were no reported adverse consequences to the pt as a result of the event.